Event description:
Information was received from a manufacturer representative regarding a generator. It was reported that during surgery, the handpiece was being used with a non-medtronic handpiece and they had non-medtronic handpiece and medtronic handpiece in same carrier in the field. The site didn't know which was the cause, but there "was a fire." There was no impact on patient outcome. Troubleshooting was performed. It was noted that the medtronic handpiece does not have a holder so it was confirmed that it wasn't medtronic's. Additional information was received. It was reported that there were no delay. It occurred when the site was getting ready to close.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.